Event description:
It was reported that the customer's insulin pump had an error alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed and error during the basic occlusion test as a result of a loose drive support disk.